Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient called with their doctor and mentioned that their pain stimulation device is not working very well and doing what it was supposed to do, they said they are no longer using it, they are trying to have an MRI , tried to warm connect patient to neuro dept. But the office was closed, went back to patient and advised them that the office is closed, patient was advised the agent can still connect them so they can hear the options and the website where they can check for more information on the prompt. They agreed, transferred call. Patient called in to patient and technical services (pats) later in the day. The reason for call was that the trial worked fine, but when the permanent implant was put in it was not hitting the right spot and it was zapping the patient for nothing. Patient said that the belt broke so they stopped using it because they knew it wasn't going to do no good. Patient stated they need to know if the implant is MRI compatible. Agent reviewed MRI compatibility. Patient mentioned that they had an MRI last year and the MRI facility put the implant into MRI mode and turned the implant off for the MRI. The issue was not resolved through troubleshooting. Patient will call back with their doctor since they have question when it come to MRI.